Event description:
During remote follow up, decreased sensing and oversensing were observed on the right atrial (ra) lead. Technical support was contacted and the device was reprogrammed to resolve. The patient was stable.